Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer experienced hyperglycemia, due to the infusion device. The caller reported that the piston rod of the infusion device remains in the same place and does not move, based on the markings on the insulin cartridge. The caller stated this resulted in the elevated blood glucose levels, the customer has switched to insulin pen therapy and blood glucose levels have stabilized.